Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Caller states the bushings that connect the leg to the cross member are wearing and the base is becoming loose.